Manufacturer narrative:
(B)(4) - there was not a pt problem after the fem-fem bypass. Difficult deployment is not specifically labeled in the IFU. No product was received to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and that proper planning and sizing techniques should be used. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description as well as the physicians' comments: "a strong infected part of the proximal neck was straighten by the insertion of the mainbody, so the distance from renal artery to aortic bifurcation was shorted more than expected, this could be the reason." Additionally, the device was used outside the indications for use in multiple ways, the angulation of the neck exceeded the recommendations in the IFU, and it appears that proper planning techniques may not have been utilized. We will continue to monitor for similar complaints.

Event description:
The pt's anatomical form was not suitable for endovascular repair, because the pt's proximal neck was highly flexed (over 90 degree) and the left common iliac artery has aneurysm. The procedure was conducted as labeled and the ipsilateral leg was placed until external iliac artery due to the pt's anatomical form. During deployment of the mainbody, the physician deployed the contralateral limb and it went into the left common iliac artery. It could not be deployed. The physician tried to advance the mainbody but the contralateral limb could not be deployed. He placed the converter and performed fem-fem bypass procedure. No problem to the pt has been reported.